Event description:
It was reported the pt had an allergic reaction. It was later reported the pt did not have allergies. The pt developed a movement disorder of the lower extremities with stimulation use. This discontinued when the pt stopped. The pt recovered without sequela.